Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Surgery date: (B)(6) 2022, greater trochanteric bursitis, left hip is a photo available of the patient reaction? No. Was prescription strength medication treatment provided? Triamcinolone acetonide 0.5%. Please describe how was the adhesive was applied. All moisture removed, articulated area if needed, placed mesh over wound and applied a thin layer of liquid over mesh to corners, use more liquid near bumps/lifts in incision, wipe down excess with sterile towel and sometimes use back of glove, let set until dry and then place what prep was used prior to, during or after adhesive use? Chloroprep. Was a dressing placed over the incision? If so, what type of cover dressing used? 4x4. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Unknown. Is the patient hypersensitive to pressure sensitive adhesives? Unknown. Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Unknown. Patient demographics: initials / ID, gender, age or date of birth; bmi- patient: gw, dob: (B)(6), gender: m, bmi: 28.1. Patient pre-existing medical conditions (ie. Allergies, history of reactions)- seasonal allergies. Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Unknown. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Yes. Current patient status- recovered no product is available for return.

Event description:
It was reported a patient underwent a greater trochanteric bursitis, left hip procedure on (B)(6) 2022 and topical skin adhesive was used. Post-op, patient had a reaction. Surgeon prescribed triamcinolone acetonide 0.5% ointment. Patient responded well to treatment. Additional information has been requested.